Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a lot of shaking in right shoulder and hand yesterday. They were hurting where stimulator is and believes that the stimulator is not working. They were walked through communicating with the implantable neurostimulator (ins) and confirmed that therapy was on. It was advised to have the patient see their managing healthcare provider (hcp) to address programming.